Event description:
The customer reported that the system would not perform fluoroscopic x-ray, and the monitors were white. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the workstation connector cable. The system was tested and found to be working as intended and put into service.